Event description:
Philips received a complaint on the heartstart mrx als monitor indicating that, for a patient with atrial fibrillation undergoing a cardiac radiofrequency ablation procedure, synchronized cardioversion is needed after ablation. The initial attempt at defibrillation using synchronized failed to restore normal sinus rhythm. Three more attempts with the same energy also failed. Switching to another defibrillator, the rhythm was restored in one attempt. The doctor believes the first defibrillator delivered less energy than selected, which extended the procedure and endangered the patient's life. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heartstart mrx indicating that the actual energy is lower than the selected energy. Device was in clinical use at the time of event. Customer used another device to complete the defibrillation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a battery failure. The root cause of the battery failure could not be determined. Customer replaced the battery to solve the issue, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time